Event description:
Information was received from a healthcare professional regarding patient who was receiving 20mcg/ml clonidine at 10mcg/day, 20mg/ml bupivacaine at 10mg/day, and 200mg/ml demerol at 100.02mg/day via an implantable infusion pump for spinal pain. It was reported that the patient had missed an appointment due to being sick with a sinus infection. An alarm was heard, but a physician programmer was not available. The hcp reported the pump had 2ml left in the reservoir and the hcp was wondering how long it would take for the pump to reach 1ml and empty. The hcp believed the low reservoir alarm was occurring but hadn't confirmed with the programmer. The hcp was informed that the pump would take 4 days to run dry and 2 days to reach 1ml. No further complications were anticipated /reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated it was an empty pump alarm that occurred on (B)(6) 2017. The alarm was resolved and it was noted the physician would not have an additional information as the patient got on a plane on (B)(6) 2017 and moved to (B)(4) permanently. The patient had not been seen since. No further complications were reported/anticipated or expected.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) lot# (B)(4) serial# implanted: explanted: product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump and catheter were replaced on (B)(4) 2017. The pump was replaced due to a tube set and the catheter was replaced due to an occlusion cause by an off-label drug cocktail. The hospital refused release of the pump to a manufacturer's representative. The rep indicated all of this info had been provided to the manufacturer on (B)(4) 2017. No further complications were anticipated/reported.